Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a polarity switch, low impedance, mirror image sensing and noise. It was further reported that the right atrial (ra) lead exhibited mirror image sensing, noise and far field r-wave (ffrw) over-sensing. The rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated cross chamber oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was reprogrammed and that the lead will be monitored.